Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. As received, the power brick was defective. The root cause for the defective power brick cannot be positively identified. No adverse event resulted from the defective power brick. The last pt to use this charger/modem did not report any problems.

Event description:
A review of service data detected a reportable event. During servicing of charger/modem sn (B)(4) which was returned for routine maintenance, it was discovered that the power brick was defective. The last pt to use this charger/modem did not report any problems.